Event description:
Revision surgery - due to bad deltoid function and poor soft tissue the patient presented with chronic dislocation.

Manufacturer narrative:
The reason for this revision surgery was for patient chronic joint dislocations after 2.3 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 923f1023. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints are attributed to patient dislocations. The remaining (B)(4) complaints have resulted from one infection and one pain complaint. This event is attributable to the patient's joint condition of poor deltoid function/soft tissue and deemed to be non-product related. There are no indications of a product or process issue affecting implant safety or effectiveness.